Event description:
It was reported that an external blood leak was observed from the tubing of a prismaflex m150 set during continuous renal replacement therapy in the intensive care unit. The volume of blood loss was unknown. The set was replaced to continue treatment. There was no report of medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, photographs and a video of the sample were provided for evaluation. Visual inspection of the photos and video showed a leak from the set return line. There were no reported leaks during the priming process. The specific defect that allowed the leakage was not visible in the photo. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition was determined to be related to improper handling of the product leading to damage to the tubing. Should additional relevant information become available, a supplemental report will be submitted.